Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness due to a missed medication routine and subsequent loss of consciousness, requiring treatment with glucose tablets administered by a non-hcp. There was no report of death or permanent impairment associated with this event.